Event description:
The foley was being used as a g-tube. The balloon ruptured and the catheter was replaced.

Manufacturer narrative:
The wife reported that her husband uses a foley catheter as a g-tube. The balloon apparently ruptured and the catheter was replaced. There was no injury or need for further intervention. Five catheters were retuned. The catheters were not in their original packaging. All of were 24f catheters. Four had 30ml size balloons and one had a 10ml size balloon. One was 100% latex and the remaining four were silicone elastomer coated latex catheters. Four balloons were ruptured and one was intact. The catheter with intact balloon was tested. The balloon remained intact and did not burst after it was inflated with fluid. There were no manufacturing defects identified during the sample evaluation. We have had no other similar incidents reported to us. It s not known why a g-tube was not being utilized by this end user.